Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to be removed from the stylet and the lead tip detached from the body. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were difficulty to remove stylet and ¿the lead tip detached from the body¿. The reported event of difficult to remove stylet was confirmed. As received, a complete lead was returned in one piece with stylet stuck inside the lead. X-ray inspection of the lead found the inner coil inside the connector region was over-torqued consistent with procedural damage. Unable to test the stylet removal due to the over-torqued inner coil inside the connector region. The cause of difficulty to remove stylet was due to over-torqued inner coil inside the connector region. The reported event of ¿the lead tip detached from the body¿ was not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damage.